Event description:
In 2008 - reporter stated that the staff alleged that when raising the head up, the hi/low goes into a reverse trend. At approximately 10 days later, reporter stated that the staff alleged that when raising the head up, the hi/low goes into a reverse trend. No injury or incident reported. Reporter found that the right ucm trend buttons were damaged. Reporter replaced the ucm and label to resolve this issue.